Event description:
The pt was found unconscious. The daughter tested the pt's blood glucose on suspect device at that time and it was 123 mg/dl. She called the paramedics and they arrived 1/2 hour later and tested and blood glucose was 21 mg/dl. The pt was transported to the hosp and given oxygen and an IV drip.